Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and tortuous anterior tibial artery. After crossing the lesion with an unspecified guide wire, a 2.0mmx20mmx142cm nc quantum apex balloon catheter was advanced to dilate the lesion. During the procedure, the balloon ruptured at 20 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).